Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that a defective bd insulin pen needle 32gx4mm prevented a insulin pen from working and delivering an insulin injection.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defective bd insulin pen needle 32gx4mm prevented a insulin pen from working and delivering an insulin injection.